Event description:
Reference number (B)(4). Event occurred in the canada. It was reported that the patient experienced an event where the infusion set tubing was disconnected from the connector (just the tube hanging by itself). The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2304628. The batch 6009092, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009092 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14, on 09/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j00817 was manufactured according to the wi version 65 and manufactured on the machines sc05 & sc06 on 08/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h01301 was manufactured according to the wi version 65 and manufactured on the machines sc08 on 03/sep/2024, with a total of (B)(4) units. DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.